Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted 5 days after implant due to infection. Additionally, the incision was reported to be bleeding some at implant, it was glued and it continued to bleed, so the incision was glued again. The product was returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations of infection.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted 5 days after implant due to infection. Additionally, the incision was reported to be bleeding some at implant, it was glued and it continued to bleed, so the incision was glued again. The product was returned for analysis. No additional adverse patient effects.